Event description:
A report was received that the patient¿s ipg would not take a charge and would not turned on. The physician believed that it was damaged when the patient had multiple non-device related procedures since the ipg was implanted. The patient underwent an ipg replacement per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.